Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post-investigation as the allegation was not found.